Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility; therefore, no direct product analysis will be available. The exact root cause of the reported incident could not be determined.

Event description:
It was reported that during a iliac stenting procedure, a vessel perforation occurred. The lesion was located in the external iliac artery. The percent of the stenosis, degree of calcification, tortuosity of the vessel, and which external iliac artery are unk. The vessel was reported to be 5mm to 6mm in diameter. Upon advancing up and over the iliac bifurcation, each of two sentinol biliary 7mm x 59mm x 135mm stents, deployment difficulties were experienced; however, each stent was successfully placed. Following stent deployment, the ultra thin 8mm x 2.5cm balloon was advanced for post-dilatation of the stent. Upon inflation, a vessel dissection occurred in the external iliac artery. The number of inflations and to what atms the balloon reached is unk. The pt was taken to surgery to repair the perforation. The pt's current status is reported as "fine".